Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument would not close to apply the clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred prior to clip application (instrument in patient). The issue is related to unsuccessful clip application (e.g., incomplete closure of clip). The large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested. The incident occurred during the 1st application. The customer used a backup instrument, and the same issue occurred. The customer got another backup instrument which worked as intended. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.